Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: using implants that were too long or installing the implants too deep. Implant part number, lot number, manufacture date, expiration date and gtin: 1st (superior): ifuse implant, p/n 7040-90, lot# 262222, mfd. 11/01/14, exp. 2019-11-01, gtin (B)(4). 2nd (inferior): ifuse implant, p/n 7040-90, lot# i0a21, mfd. 06/06/14, exp. 2019-06-06, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2015 where two implants were installed. The patient later reported radicular leg pain symptoms and had a lumbar fusion. The patient reported continuing leg pain. Although the implants did not appear to be impinging on the neuroforamen, the surgeon elected to remove them anyway. In (B)(6) 2020, the surgeon performed a revision procedure where she removed both implants. No bone graft or hardware were installed. The status of the patient following the revision procedure is not known.